Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed, 2.5-4x50mm target lesion was located in the severely tortuous and moderately calcified left main (lm). Access was gained through the femoral artery and the lesion was predilated with a 2.75mm non bsc balloon, reducing the lesion to 50% stenosis. A 2.50x28mm taxus liberte stent was then advanced to the lm; however, the device was unable to cross the lesion. The physician tried to cross the lesion a second time with the device but was still unsuccessful. When the device was removed from the patient it was noted that the stent struts were bent. The procedure was completed by implanting a 3.0x28mm and a 2.5x28mm taxus stent, a 2.5x28mm non bsc stent and a 2.5x12mm liberte bare stent, all overlapping, in the lm and ramus. The lesion was postdilated with a 3.5mm unspecified balloon at 24atms. No patient complications were reported with the patient's current condition listed as stable.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.